Event description:
It was reported that a patient experienced peritonitis coincident with continuous automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cramps. The cause of the peritonitis was not reported. Two days later, the patient was hospitalized for the event and was treated with intraperitoneal vancomycin (1g weekly for three weeks) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was discharged from the hospital and reported to be recovering from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).